Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd micro-fine¿ insulin pen needle had shield damage. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Three photos were returned of a 32g x 4mm pen needle from lot. No. 8038672, cat. No. 325103. Visual examination of the photos was carried out and a cracked cover was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the photos returned and that no physical sample was returned for analysis this cannot be confirmed to be manufacturing related. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.